Event description:
On 13-jul-2022, a spontaneous report from the united states was received via email regarding a 54-years-old female consumer who used an unspecified thermacare lower back and hip s/m heat wrap. Medical history included chronic neck, upper back, and lower back pain; entire spine and joints are bad for 28 years; full body osteoarthritis; several failed spinal fusions; and hypertension. No known drug allergies were provided. Concomitant products were not provided. On an unspecified date, the consumer topically applied an unspecified thermacare lower back and hip s/m heat wrap. On an unspecified date after using the product, the consumer noted that the wrap tore. The tear was not at the velcro but it was approximately 4 inches from that on the left side. It was noted that the tear was at the heat discs but there was not any leakage that occurred. The consumer did not have the wrap anymore. The consumer provided information regarding the associated (B)(4).

Manufacturer narrative:
The root cause cannot be identified. There is limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number or return sample, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. No product quality related trend was identified for the subclass adverse event safety request for investigation. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risk of blisters and other skin irritations. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure packaged product quality.